Event description:
It was reported that "no message" alarmed on the pump. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label is intact and there was no physical damaged identified. There was evidence of the reported failure found in the event log. A functional test was performed, and the reported failure was not confirmed. A root cause cannot be established. As a preventative measure, the downstream sensor and main board will be replaced, and the upstream sensor will be recalibrated.